Event description:
On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully. On (B)(6) 2022, the surgeon removed the femur and insert that was implanted to act as a spacer and implanted a new femur and insert with antibiotic cement. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 june 2022: lot 2108389: (B)(4) items manufactured and released on 13-oct-2021. Expiration date: 2026-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional device involved batch review performed on 28 june 2022: gmk-sphere 02.12.0510fr tibial insert fixed sphere flex size 5/10 mm r (k121416) lot 2000451: (B)(4) items manufactured and released on 26-feb-2020. Expiration date: 2025-02-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Manufacturer narrative:
The event reported as MDR 2022-00525 is a follow up of MDR 3005180920-2022-00267. MDR 2022-00525 reports the same information inserted in the 3005180920-2022-00267 follow up 1.

Event description:
The event reported as MDR 2022-00525 is a follow up of MDR 3005180920-2022-00267. MDR 2022-00525 reports the same information inserted in the 3005180920-2022-00267 follow up 1.

Event description:
The patient had a primary knee surgery on (B)(6) 2018. On (B)(6) 2021, the patient came in reporting instability due to laxity and the cause of the laxity was unknown. The surgeon revised the gmk-sphere tibial insert - flex s5r - 14 mm with a gmk-sphere tibial insert - flex s5r - 17 mm and the surgery was completed successfully. Complaint (B)(4) was filed. On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully. Complaint (B)(4) was filed. On (B)(6) 2022, the surgeon removed the femur and insert that was implanted to act as a spacer and implanted a new femur and insert with antibiotic cement. The surgery was completed successfully. Presently, on (B)(6) 2023, the surgeon removed the femur and insert that was implanted to act as a spacer and implanted revision knee components. The surgery was completed successfully.

Manufacturer narrative:
Description of the event changed: the patient had a primary knee surgery on (B)(6) 2018. On (B)(6) 2021, the patient came in reporting instability due to laxity and the cause of the laxity was unknown. The surgeon revised the gmk-sphere tibial insert - flex s5r - 14 mm with a gmk-sphere tibial insert - flex s5r - 17 mm and the surgery was completed successfully. Complaint (B)(4) was filed. On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully. Complaint (B)(4) was filed. On (B)(6) 2022, the surgeon removed the femur and insert that was implanted to act as a spacer and implanted a new femur and insert with antibiotic cement. The surgery was completed successfully. Presently, on (B)(6) 2023, the surgeon removed the femur and insert that was implanted to act as a spacer and implanted revision knee components. The surgery was completed successfully. Data of the implantation of the revision knee components changed: (B)(6) 2023.